Event description:
It was reported that the stent (subject device) was used in the medical procedure. The physician accessed the target location with the stent and attempted to deploy the subject stent. The stent tip opened and apposed to the vessel wall, but the stent could not open at the vessel bend. The physician adjusted tension and performed push-pull maneuvers, it was found that the subject stent had been deployed prematurely. The subject device was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient.